Event description:
Healthcare professional reported "pain and swelling", ¿periprosthetic capsular contracture baker grade iii¿ ¿ultrasound performed an intact breast prosthesis with a normal appearance was observed. Above this, retroareolar, a complex image predominately anechoic, with numerous septa inside and associated cellular elements measuring approximately 36 x 17.7 mm, with a thick wall, suggestive of a probable breast abscess, was observed" and "rupture" diagnosed via ultrasound. This record is for the left side. The device was explanted and replaced with another manufacturers device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. ¿ abscess unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ breast pain: unable to observe as it is not related to the device. ¿ edema: unable to observe as it is not related to the device. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ abscess: unable to observe since it is not related to the device. ¿ breast pain: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The events of capsular contracture and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, rupture, abscess, swelling, and breast pain.

Event description:
Healthcare professional reported left side pain, swelling, rupture, abscess, and capsular contracture, baker grade iii. Device has been explanted and replaced.